Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was jammed, medication was caught at the edge of the cubie pocket. A field service engineer assisted the customer to recover the cubie pocket; cubie pocket was recovered the issue was resolved. The system functioned as intended after the field service engineer assisted the customer to repair the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer jammed and failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.